Event description:
It was reported that patient experienced an infusion set cannula became bent on (B)(6) 2026 resulting in occlusion that prevented insulin delivery resulting in hyperglycemia. The hyperglycemic episode required admission in the emergency room and treatment with intravenous insulin which stabilized the patient's condition and discharge with no further complications.

Manufacturer narrative:
Name: tandem, street: 11045 roselle street, line 2: suite 200, city: san diego, state: ca, zip code: 92121. Patient city: (B)(6). Patient country: italy, based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.